Manufacturer narrative:
Device mfg records were reviewed. Review mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a piece of suture was extruding from a patient's vns neck incision. The pt was referred to her surgeon for evaluation. F/u with the surgeon revealed the pt had a small superficial abscess at the neck incision due the vns implant surgery which occurred on (B)(6) 2011. No trauma or device manipulation had occurred. The incision was cleaned in the office and the pt was given antibiotics. The infection is believed to have resolved.